Event description:
The customer reported the ventilator was unplugged from the wall to move a pt and the unit went vent inop and alarmed. The customer reported there was no pt harm. The manufacturer's service technician was unable to duplicate the reported vent inop; however, the service technician confirmed that while running on the external battery, the ventilator would operate for less than 5 minutes. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure with a following vent inop. The service technician replaced the external battery to correct the findings. Performance verification testing was completed and all tests passed to operating specifications.